Event description:
It was reported that a malfunction occurred on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.